Manufacturer narrative:
Device evaluation: analysis of the returned device identified: yellow particles in the shell, opening on radius and weight to the spec. A visual and microscopic analysis was performed which identified: sharp opening on radius and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp opening on radius assessed as an unidentified (tear) opening. Wrinkles (creases) are observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported right side "ruptured prosthesis with painful capsular contracture," baker grade IV, "calcifications" and "some folds on the surface." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "ruptured implant and painful capsular contracture, baker grade IV".

Event description:
Healthcare professional reported right side "ruptured prosthesis with painful capsular contracture," baker grade IV, "calcifications" and "some folds on the surface." The device has been explanted.